Event description:
Infant patient became apneic after administration of ½ dose of morphine given over increased time due to known morphine sensitivity. Initial resuscitation was complicated by inability to deliver desired pressures by neo-tee resuscitator. Team reports that they were not able to give consistent pressures. Nicu team was aware of resent concerns regarding possible decreased "head wall" medical air pressure. Nicu team disconnected the neo-tee from the flowmeter (set at 15 lmp) and reported that they could hear a high flow of gas from the flowmeter. They then connected the neo-tee to a portable oxygen tank with known psi and continued to have difficulty maintaining consistent pressures. They then changed out the neo-tee and the flowmeter and were able to deliver the desired pressures. This "trouble shooting" of method and neo-tee reported over 5-8 minutes. Respiratory effort and color improved quickly with consistent pressure delivery per new flowmeter and neo-tee. Infant with second apneic episode approximately 5 minutes later. Ppv given without difficulty. Resuscitation required intubation, narcan given as part of resuscitation. Infant soon found to have profound sepsis with positive blood culture. Flowmeter was evaluated by clinical engineering and found to function normally. Neo-tee was accidentally discarded post resuscitation. When staff realized their error and went to look for neo-tee the garbage has already been removed by environmental services (evs). Nicu staff was not able to verify medical air "flow" or psi during the resuscitation. Nicu medical gas zone alarms did not alert for "low pressure" during this event. No alarms of low pressure from other ventilators in nicu during this event.